Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited noise, increased threshold measurements and low out of range pacing impedance measurements. A cause of the noise and low impedance was not conclusively identified, however insulation degradation was a suspected cause. A revision procedure was performed where the lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.